Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was observed to have stripped threads. Evaluation also revealed a dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had stripped threads. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.